Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the sensor had inaccurate reading that triggered threshold suspend alarm. Customer's blood glucose was 195 mg/dl and sensor glucose was 107 mg/dl. Insulin delivery suspended due to sensor values. Sensor value that triggered the suspend event was 100 mg/dl. Suspend on low limit in sensor setting was 75 mg/dl. The customer was informed that their blood glucose and sensor glucose level were not in acceptable range. The sensor will not be returned for analysis.